Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right breast mass represents a probable benign finding and abnormally enlarged right internal mammary lymph node measuring 13 mm in short axis.